Event description:
It was reported that the patient lost paresthesia coverage. The patient underwent a revision procedure for better lead position so that proper paresthesia over the pain area can be achieved. The physician tried multiple times taking the lead in and out but was difficult to place due to patient anatomy and after a while, the lead had high impedances and the lead broke. The lead was removed, and new leads were attempted to be implanted however the physician did not manage to place the new lead in a proper position to get paresthesia coverage. No device issue with the new leads as the surgery was very cumbersome and physician had to re-insert multiple times. The procedure was subsequently cancelled. Post operatively, the patient was doing well, however was without the spinal cord stimulation (scs) therapy. Sometime after, the patient underwent a new implant procedure where they were successfully able to implant two new leads and able to reach the target area.

Manufacturer narrative:
The lead was received for analysis and exhibited normal characteristics and passed all tests performed.

Event description:
It was reported that the patient lost paresthesia coverage. The patient underwent a revision procedure for better lead position so that proper paresthesia over the pain area can be achieved. The physician tried multiple times taking the lead in and out but was difficult to place due to patient anatomy and after a while, the lead had high impedances and the lead broke. The lead was removed, and new leads were attempted to be implanted however the physician did not manage to place the new lead in a proper position to get paresthesia coverage. No device issue with the new leads as the surgery was very cumbersome and physician had to re-insert multiple times. The procedure was subsequently cancelled. Post operatively, the patient was doing well, however was without the spinal cord stimulation (scs) therapy. Sometime after, the patient underwent a new implant procedure where they were successfully able to implant two new leads and able to reach the target area.